Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing at the user facility, the fan of the subject device was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus china, omsc concluded that the reported event was not reportable event.